Event description:
I had lasik in (B)(6) 2015 and developed severe dry eye following surgery. After trials of temporary punctual plugs, permanent punctual plugs, and prescription eye drops (xiidra), the dry eye symptoms, continue to prevent me from reading, going outside, using the computer, riding a bike, opening windows, turning on the air conditioning or heat, and other issues, as my eyes cannot tolerate more than an hour or so without drops. Any air movement causes discomfort as well.